Event description:
Normal dialysis initiated. No defect noted at the time. Air in blood alarm occurred, alerted staff, cvc noted to be cracked at this stage. Recirculation to remove air from venous circuit and new "y" connection. Ect to pt detected. "Rbh" for safety reasons. Dialysis initiated at "rbh". Noted to have rigor and a hypotensive episode. Treated for sepsis IV antibiotics, admission to ward, removal of central venous catheter.